Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump led the customer to perform the fill tubing process multiple times after changing cartridges. Reportedly, the customer performed the load fill tubing process again and insulin delivery was resumed. Customer's blood glucose was 260 mg/dl.